Manufacturer narrative:
Received one 160656 in opened original packaging. Lot number was verified. Performed a visual inspection, the tip was returned without the handpiece, there is evidence of charring and eschar on the distal tip of the device. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be a kinked gas supply leading to the handpiece being used without the appropriate gas flow. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect the probe for any damage. Do not use if you suspect any damage is present. Notify the manufacturer immediately. Use of the handpiece without gas flow may cause severe tip damage. Make certain the abc connector is fully seated into the gas supply receptacle and make sure the gas supply hose does not become kinked or crimped. (Always test for gas flow prior to surgical use by activating the handpiece and directing the active tip toward pooled fluid. Appropriate gas flow will result in fluid dispersion prior to establishment of argon beam.) We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device160656, lap probe,5 mm, h/switchable, was being used during a robotic assisted partial hepatectomy procedure on (B)(6) 2024 when it was reported, ¿the argon tip fell off inside the patient¿s body and was recovered during surgery. The shaft of the argon handpiece looks burned.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information has found that the procedure was completed with no delay. The patient¿s current status is ¿doing well¿. The fragmentation was retrieved using a laparoscopic grasper. The 60-5130-001, electrosurgical bipolar accessory cable, device was reported as being used during the procedure; however, there was no report of failure and will therefore be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device 160656, lap probe,5 mm, h/switchable, was being used during a robotic assisted partial hepatectomy procedure on (B)(6) 2024 when it was reported, ¿the argon tip fell off inside the patient¿s body and was recovered during surgery. The shaft of the argon handpiece looks burned.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information has found that the procedure was completed with no delay. The patient¿s current status is ¿doing well¿. The fragmentation was retrieved using a laparoscopic grasper. The 60-5130-001, electrosurgical bipolar accessory cable, device was reported as being used during the procedure; however, there was no report of failure and will therefore be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.